Manufacturer narrative:
Date of event is estimated.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient' system was autoreducing. An impedance check revealed high impedances. Reprogramming was unable to resolve the issue. Patient stated they had multiple falls. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as the mentioned surgical intervention is not regarding this lead or this patient.

Manufacturer narrative:
Correction: additional information provided within follow-up number 1 was determined to not be associated with the issue. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.